Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site and also required future contraindicative testing (MRI). As a result, surgical intervention was scheduled as the next course of action. Follow-up identified the procedure took place on (B)(6) 2018 wherein the ipg was relocated from the left buttock to the left abdomen. The patient's issue resolved over time following surgical intervention. .